Event description:
It was reported that during preventive maintenance, the cs300 intra-aortic balloon pump (iabp) had dry rotted safety disk locking guides, which broke during removal of the safety disk. No patient involvement or injury was reported.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11, h6. (Type of investigation, investigation findings, medical device ¿ problem code, component codes, investigation conclusions). A getinge field service engineer (fse) evaluated the unit and confirmed the issue during maintenance. The safety disk (0997-00 0985-01) and block guides (0334-00 1666) were replaced, and the damaged components were disposed onsite. Following maintenance, the device underwent calibration and functional testing, all of which passed per manufacturer specifications. The unit was returned for clinical use.

Event description:
It was reported by the getinge field service engineer (fse) during preventive maintenance (pm) cs300 intra-aortic balloon pump (iabp) had safety disk locking guides dry rotted easily snapping when removing safety disk. There was no patient involved.

Manufacturer narrative:
Due to characterization limit e1: initial reporter name: (B)(6) medical center. A supplemental report will be submitted upon completion of our investigation.